Event description:
If while driving the table up, the table top contacts the larc collimator, the unit will stop driving in the up direction, and sound the alarm. Then if the operator tries to drive the table again in the up direction, while the tabletop is in contact with the collimator cone, the table will again drive upward into the cone. If the operator then attempts to drive the table down, it again goes up. No patient injuries have occurred on this system.